Event description:
Hold for kh 12/21it was reported that multiple intermittent malfunction alarms occurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 188 mg/dl.